Event description:
A complaint was reported regarding a cartridge change error in a pump. There was no reported adverse impact to the customer's blood glucose level. The pump started, charged, and was recognized by the computer; however, a malfunction alarm occurred, preventing access to the pump. Technical support arranged for the pump to be returned, and a replacement pump was provided.